Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the venous air alarms cannot be determined. Return of the cycler was requested, but had not been received at the time of this report. The user's guide identifies probable cause of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment that could not be resolved. Partial rinseback was completed before the circuit clotted resulting in an estimated blood loss of 110cc. No medical intervention was required.